Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain, cloudy effluent, and moderate fever coincident with peritoneal automated dialysis therapy. The cause of the peritonitis was unknown. It was not specified if the patient required hospitalization. The patient was treated with cephalosporin (frequency, duration, and route not reported) for the peritonitis. At the time of this report, the patient has recovered from the peritonitis. Action taken with therapy was not reported. No additional information is available. This is report 4 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. (B)(4).